Manufacturer narrative:
Two battery clips were returned to the manufacturer for investigation were identified with lot #'s 35018160211-a and 35018160511-a. For analysis purposes, the battery clips were labeled as battery clip a (35018160211-a) and battery clip b (35018160511-a). The battery clips were slightly dirty but otherwise free of damage. Functional testing using the equipment in our laboratory did not reveal any device related issue. The battery release mechanisms of both battery clips were examined and found to be unremarkable. The returned battery clips were connected to a test system controller and test batteries were inserted without issue. During testing, the test batteries were independently disconnected and the system continued to operate solely on a single test battery on either power lead of the system controller without any issue. Resistance measurement between the battery contacts and the connector pins passed the manufacturer's specifications. Examination of the inner components of both battery clips was unremarkable. The reported red heart alarm and events captured in the log file that were consistent with a loss of power was unable to be reproduced with the returned battery clips. Based on our analysis, the reported event was not attributable to the returned devices and a root cause for the reported event could not be determined. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that a red heart alarm occurred while the patient was on battery power. The alarm reportedly did not occur when the patient was connected to the power module (tethered support). A log file submitted to the manufacturer for analysis showed recorded red heart alarms consistent with a loss of power. The battery clips were exchanged by the hospital and the patient continues on lvad support.